Manufacturer narrative:
Correction: this file is no longer reportable. There has been no report of death, serious injury or delay in treatment/therapy that contributed to or resulted in an adverse patient impact related to this event.

Event description:
It was reported that an 8015 pcu keypad was replaced because the faceplate keypad failure. There was no reported patient involvement.

Manufacturer narrative:
Customers received notification of the field action. Device repair or returns are handled within the scope of the field action. No further information will be provided by the customers due to the field action.

Event description:
It was reported that an 8015 pcu keypad was replaced because the faceplate keypad failure. There was no reported patient involvement.